Event description:
Product failed (no additional information). Procedure was completed with sutures. Product had patient contact but there was no patient harm. Manufacturer response for secure strap, (brand not provided) (per site reporter). Rep to pick up the device for evaluation.